Manufacturer narrative:
The leak was from a non-ge healthcare manual bag. The manufacturer of the bag could not be determined by the customer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak in excess of 4.5 lpm. There is no report of patient involvement.